Event description:
It was reported that the pump was moving inside of the pocket. The patient felt irritation at the pump pocket with movement that was described as intermittent sharp stabbing pain that would last only a few seconds. The pump was realigned during a revision surgery inside of the existing pocket. The patient was described as alive with no injury. The patient's pump was intended to infuse compounded baclofen. It was later reported the cause of the movement was unknown as the anchors were intact at the time of the revision on (B)(6) 2014. The issues was reportedly resolved following the revision, and the patient was doing well and receiving therapy. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.